Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under-infused. It was further reported that infuser did not deliver all the medication to the patient in the scheduled time 4, 5 days (volume and rate unknown). The issue was identified during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.